Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The deivce was returned to zoll medical corporation. The customer's report was not verified during evaluation.the device was put through to extensive testing including stress testing and lithium-ion battery check without duplicating the report. The device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.